Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. Patient said they have not had therapy for 3-4 days now. When they went to use their patient programmer (pp), they kept seeing the poor communication screen. They also denied dropping or getting the pp wet. The patient had their patient programmer (pp) and antenna at time of the call; it was confirmed that the antenna was secure. An attempt was made to sync to the ins, but the poor communication issue was not resolved. The antenna was then removed from the pp and the pp was placed directly over the ins on the skin. An attempt was made to sync to the ins, but the poor communication issue was not resolved. As a result of what was reported, the patient was redirected to their healthcare provider (hcp) to check the device. It can be noted that the patient had a loss of therapy and that they couldn't feel therapy. The event was considered a sudden change in therapy/symptoms. No further patient complications have been reported as a result of this event.